Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) female pt to report that the charger/modem would not power on properly. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary; device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not power on) was confirmed. Upon eval, the q5 and u9 components were shorted. The cause of the inability to power on is the shorted components. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the shorted components. The pt received a replacement charger/modem.